Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer had experienced 3-4 different issues. Customer stated that her blood glucose was between 160-300 mg/dl. Customer stated that the readings were off the entire time the sensor was inserted. Customer experienced false low alerts and a threshold suspend. Customer reported that neither the needle hub nor the sensor was inside the serter. Customer had noticed bent cannulas on a previous sensor. Customer will be sent a replacement sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.